Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in two peritonitis events. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in two events of peritonitis. The breach in aseptic technique was not further specified. The patient was hospitalized for the first peritonitis event and discharged 10 days after admission. Treatment for the first event was not reported. Patient outcome was not reported. Ten days after hospital discharge the patient reported they "again experienced peritonitis". The patient was treated with an unspecified drug infusion for this event (no further details). Dianeal therapy was "continued during the earlier stage of treatment and withdrawn during the later stage¿. At the time of this report, the patient was recovered from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available as the reporter declined further follow up.